Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple half height drawer 6.2 cubie pockets were not detected on bus. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed and an error message had appeared. A technical support specialist (tss) confirmed that the station rebooted properly by logging in, navigating the customer to maintenance, and selecting "reboot device" option. After the reboot, the customer confirmed they were able to recover the failed storage spaces. The drawer was verified to be working fine, and the case was closed. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple half height drawer 6.2 cubie pockets were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.